Manufacturer narrative:
The iol was not returned for analysis. Empty lens case in carton along with two company ovd syringes. No iol received, no other observations. Additional information: the reporter states the use of a cartridge and viscoelastic, which are not qualified for use with associated iol model. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The reporter states the use of non-qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implantation procedure, a streaks/threads were noted on the iol. The lens was remain implanted as the surgeon said that it acts like a membrane. Additional information has been requested and received stating that the streaks/ threads could not be polished away during the surgery as they stick to the iol. There was no patient harm. There are two medical device reports associated with this event. This is 1 of 2.